Event description:
It was reported that the left ventricular lead exhibited loss of capture at max output. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.